Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro function board, generator interface board, and ps1 power supply connectors were reseated, and the power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.